Manufacturer narrative:
(B)(4). The reported problem could be a switch issue or a sensor problem. As per biomed, the heater-cooler was being prepped for surgery when the tech said it overheated. They are having pump alarms while they are getting good flow through all three sets of hoses.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the heater cooler unit keeps on alarming. It is thought that the pump has an air lock. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The issue was verified by the field service representative (fsr). He found that the pressure sensor in the base of the unit was clogged with debris. He removed the debris and replaced the pressure sensor as a precaution. The unit operated to the manufacturer's specifications. No part will be returned to the manufacturer for further analysis, as it was disposed of at the user facility. Per follow up with the user facility biomedical engineering technician (bmet), before the fsr serviced the unit, they flushed it three times to remove any scale deposits. After the repair, the unit was brought to six parts per million (ppm) chlorine. The bmet reminded the perfusion staff to keep the chlorine at six ppm. There have been no additional issues since the repair. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.